Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, an add-on revision of t1-s1 scoliosis procedure was completed. Initially it was a t6-s2 fusion completed on an unknown date in 2010. The surgery was to extend the fusion of the construct from t1-t6 as the patient's spine kyphosis due to adjacent level disease. The rods and set screws were removed and replaced since the rods needed to be bigger for the extension. The sets screws removed were depuy spine expedium. The procedure was successfully completed. The patient outcome was good. This report is for one (1) unknown screws. This is report 1 of 3 for (B)(4).